Manufacturer narrative:
Battery back: 2004, battery pack 2005, battery charger 2006. Eval: device evaluations of monitor, battery pack, and battery charger have been completed. The reported problem was confirmed. The cause of the repeated "low battery" messages was a fractured solder connection at the battery connector j1 within the monitor, which resulted in incorrect readings of the remaining charge in the battery pack. The root cause of the fractured solder connection cannot be positively identified. This is an unusual occurrence. Both battery packs and battery charger operated according to specifications. No adverse event resulted from the faulty monitor. The pt received a replacement monitor, battery packs, and charger.

Event description:
A male pt contacted lifecor customer support to report that following his shower he placed a fresh battery pack from his charger into his monitor. It showed a full charge. Approx 3 hours later, he was alarmed that the battery was low. He took the battery pack out and placed it back in. The monitor showed full capacity again. Moments later, he was again alarmed that the battery was low. Pt took the other battery pack from the charger and placed it in the monitor. It showed a full charge. Just moments later, he was again alarmed that this battery was also low. No fault icons show on the charger with either battery pack and charging appears normal. The pt's monitor, charger, and both battery packs were replaced as a precaution.